Event description:
It was reported, the patient underwent surgical invention and had a trial lead implanted to cover his left arm, neck, and shoulder pain. It was also reported, the patient is experiencing new right arm pain due to the trial procedure with stimulation on or off. It was indicated, the physician experienced difficulty implanting the trial lead which may be causing the patient's pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.